Manufacturer narrative:
Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis. Protocol number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a tear like abdominal pain. The day after the onset of symptoms, the patient was hospitalized and diagnosed with peritonitis. Treatment for the event was not reported. The cause of the peritonitis and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: peritoneal dialysis (pd) therapy was ongoing (previously reported as ¿not reported¿). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the same day as event onset the patient was treated with vancomycin (0.5 grams (gm), once every 12 hours) via intravenous drip (IV gtt) for the peritonitis. On the same day, the patient was treated with levofloxacin (0.6 gm, once every hour (qh)) via IV gtt for peritonitis. The same day as initiation, treatment with vancomycin was stopped. Two days later, the patient started treatment with gentamicin (8 international units, twice daily) intraperitoneally (discrepantly reported as IV gtt in frequency section) for peritonitis. It was reported that levofloxacin was given at static point and gentamicin to drain. Nine days after initiation, treatment with levofloxacin was stopped. The following day, treatment with gentamicin was stopped. On the same day, the patient was discharged from the hospital. The patient was recovered from this peritonitis event 19 days after onset. Should additional relevant information become available, a supplemental report will be submitted.